Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: telephone number: requested, unknown. E3: occupation: unknown healthcare professional. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that the anchoring mechanism of the closure device failed to deploy during implantation and was therefore discarded. There was no patient injury. The type of procedure that was being performed for the patient, prior to closure device was stroke thrombectomy. There were difficulties with arterial access, sheath, guidewire, or catheter insertion, access was difficult because of the calcification. There was not a pre-deployment angiogram performed, due to the poor condition of the stroke patient. Hemostasis was achieved by manual pressure. There were no other devices or equipment used with the reported product.